Manufacturer narrative:
This product is manufactured in the u.s. But is not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon inserted a 13.2 mm vticmo13.2 implantable collamer lens, -10.0/+1.5/90 diopter in to the patient's left eye (os) on (B)(6) 2016 and the lens was noted to be torn. The lens was explanted on (B)(6) 2016 and exchanged for a lens the same diopter and length and the problem was resolved. The patient's post-op uncorrected visual acuity was 20/20.

Manufacturer narrative:
Device evaluation - the lens was returned dry in a lens case/vial with clear surgical residue/debris on product. Visual inspection found the optic torn and haptic broken. Work order search - no similar complaints were reported for units within the same lot. Corrected data: this case is an adverse event, not a product problem. The correct implant date per medical review is (B)(6) 2016. (B)(4).